Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up prior to device change out procedure. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2016. Patient's condition was good.

Manufacturer narrative:
Final analysis found that device had no output or telemetry. The device was cut open; the battery voltage was at end of life ¿ eol level. The implant duration exceeded the projected longevity and is considered normal battery depletion. Device image also indicated the backup was caused by code corruption. Cause of code corruption is unknown.